Manufacturer narrative:
(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that 7mm extended length endoscope optic is completely cloudy. The issue was identified during the reprocessing procedure in the aemp unit. The defective optic was taken out of service before use and, therefore, had no patient contact. There was no procedural delay. There was no patient harm.

Event description:
N/a.

Manufacturer narrative:
Tw # (B)(4). Updated sections: b4,d9,g3,g6,h2,h3,h6,h11. The device was returned to the factory for evaluation on 01/06/2025. An investigation was conducted on 01/27/2025. A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed. There were no visual defects observed on the intact endoscope. An image quality inspection was performed with an endoscopic video imaging system. A clear image was unable to be obtained. Based on the returned condition of the device as well as the evaluation results, the reported failure "poor quality image" was confirmed. The reported device is an OEM device. The certificate of conformance was reviewed for the serial # (B)(6). The vendor certifies that this device serial conforms to all applicable product specifications and there were no non-conformances identified for the manufacturing batch.